Event description:
A us distributor returned a monitor and reported being unable to recognize a te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation, the monitor was intermittently communicating with the belt. The cause of the communication error was isolated to a defective belt receptacle. The root cause for the damaged receptacle was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.